Event description:
The customer reported that pump had a full segment display. Instructed the customer to discontinue the pump use and use manual injections. During the call the customer also reported that they were hospitalized for high bgs.